Event description:
It was reported that a patient experienced bacterial peritonitis manifested as cloudy effluent coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On the same day as the onset, the patient began treatment with cefazolin sandoz (1 gram once a day; intraperitoneally [ip]), gentamicin sandoz (40 milligram [mg] once a day; ip), augmentin duo (1000 mg 2 times a day; per oral) and heparibene sodium [na] (1000 international units [iu] 4 times a day; ip) for peritonitis. Three days later, gentamicin sandoz therapy was withdrawn. On that same day, the patient recovered from cloudy effluent. Four days later, cefazolin sandoz and heparibene na therapies were withdrawn. The patient recovered from peritonitis 16 days after hospitalization. On that same day, augmentin duo therapy was withdrawn. On an unreported date, the patient was discharged from the hospital. The hospitalization was prolonged due to the event of peritonitis. The patient recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.